Event description:
I was implanted with essure in 2013, about 6 months after I started having some unexplained pains in my joints. This has been on-going and has spread to my muscles as well. I have been in chronic pain since, worsening as the years go by. I also have chronic migraines, painful and long periods, trouble concentrating, memory issues, inflammation, and weight gain.